Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was 400 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.